Event description:
During hysteroscopic resection of submucous fibroid, a uterine perforation was identified. Small perforation approx 8mm along posterior wall, no suture, pt was observed and was found to be stable. The pt was admitted overnight for observation.